Manufacturer narrative:
On january 22, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2025, mentor became aware that information was omitted from the d9 questions in the second follow-up report. As the device was received the following fields should have been populated as the following: corrected data: d9 device available for evaluation? Yes. D9 date device returned to manufacturer: 11/18/2025. D9 is device returned to manufacturer? Should have been selected. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 255cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using an unspecified imaging method and left breast baker grade iii capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 02, 2025, mentor received the following additional information: the suspect device was implanted during a breast augmentation revision surgery. The patient had originally been diagnosed using magnetic resonance imaging (MRI). As such, the event date was updated to the MRI date. Date of event: march 18, 2024. Mammogram and ultrasound imaging were also conducted which identified suspicious calcifications and a mass in the left breast. Biopsies were recommend for further evaluation. A pre-operative diagnosis of bilateral asymmetry was also provided. The patient underwent bilateral exchange with mentor gel implants on october 03, 2025. During the surgery, a cystic mass of the right breast was discovered which was released. Date of explantation: october 03, 2025 as an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Information provided that a received device was the suspect device related to this complaint. The product identity was determined as the following: lot: 7282533. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for lot 7282533, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: breast mass. On december 30, 2025, mentor became aware of an updated approximate implant date. Date of implantation: (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 31, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 09, 2025, mentor was provided with an explantation date. Date of explantation: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).